Event description:
It was reported that lead had oversensing and low impedance with measurements less than 200ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that lead had oversensing and low impedance with measurements less than 200ohms. The lead remains in use. It was further reported that the lead integrity alert (lia) triggered for oversensing and low impedance. There was also non-sustained tachycardia episodes with noise. The lead will be capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.